Manufacturer narrative:
Philips has investigated this complaint. The procedure was completed as the issue was intermittent. The field service engineer (fse) went onsite and found that the longitudinal driver was defective. Fse analyzed the log files and identified that there was longitudinal movement error. Upon visual inspection, it was found that the rubber wheel was broken. The fse replaced and the new driver and returned to philips for further analysis. The analysis confirmed malfunction of driver and identified that the bottom of drive wheel was slightly damaged. Also, the geo calibration failed when trying to calibrate the longitudinal plane. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the l-arm geometry movement was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.